Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). This event occurred during a dwell cycle of peritoneal dialysis therapy while the patient was connected. The patient had three bags set up with only the supply bag empty. There was nothing found during troubleshooting that could have caused the reported alarm. The technical service representative explained the alarm and reviewed proper procedures, per the user manual, with the patient. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.